Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer continued to use the pump for insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Customer reloaded cartridge to resolve the issue.